Event description:
On (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient was hospitalized for peritonitis. On an unreported date, the patient began treatment with amphotericin 50 mg daily, and bristocintan 1 gm daily (routes of administration not reported). The patient remained hospitalized and the event of peritonitis was resolving. Dianeal pd2 ultrabag therapy continued. The cause of the peritonitis was unknown.

Manufacturer narrative:
The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. (B)(4).